Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. The customer had not reported the symptoms and treatment. Customer¿s blood glucose level was advised as 300 mg/dl. Customer stated that it keeps saying no delivery multiple times a day and has to rewind and shows delivery and then starts up with no delivery again . Customer was assisted troubleshoot for no delivery alarm. Customer assisted in performing a 5.0 unit fixed prime. Customer states the insulin did not exit and there is greater than normal resistance with plunger push. The product was returned for analysis.